Manufacturer narrative:
There is no allegation against the lead therefore the lead is no longer reportable.

Event description:
Additional information revealed that there was no allegation against the lead.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is not receiving effective therapy due to the therapy not being high enough. In turn, surgical intervention may take place to address the issue.